Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported to the emergency room (ER). It was noted that multiple oversensing episodes were observed due to noise on the ventricular lead that appeared to be mechanical after paced beats. The patient did not receive any inappropriate therapy. Programming changes were recommended but not made. The patient was stable and left the ER. No further information is available at this time.